Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿recommended endoprosthesis oversizing relative to the vessel is approximately 7-25%.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. During the procedure, an intra-operative angiograph reportedly showed bilateral type ib endoleaks after all planned devices had been deployed. According to the report, the endoleak on the right side was resolved when the ipsilateral leg was relined with an additional contralateral leg component. On the left side, unplanned coli-embolization of the left internal iliac artery was performed, and another contralateral leg component was implanted to extend the treatment area distally into the external iliac artery. No endoleak was found on a final procedural angiograph. The patient tolerated the procedure. The reporting physician commented that the initially placed contralateral leg component on the left side may have been undersized. The diameter of the left common iliac artery was not reported.